Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. The reported device was received for evaluation; the event was confirmed during testing. Evaluation found that there was metal debris inside the device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction event, in which the device reportedly had metal savings coming out of the device. There was no patient involvement; no patient impact.